Event description:
It was reported that the patient experienced overstimulation. Reportedly, the leads had migrated. Additionally, the patient experienced pain at the ipg pocket site. As such, surgical intervention too place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.